Event description:
Reportedly, the patient underwent a carotid endarterectomy. The patient was discharged the following day. Patient had a hematoma and was rushed to ER at another hospital one day earlier. Emergency surgery was performed. The patient was bleeding out. The second operative surgeon said he saw the suture had broken, knots were inact. Second surgery is completed, but patient is on a ventilator and was in critical condition. No other information was made available.